Event description:
It was reported that a pt had generator replacement surgery due to ifi = yes. Clinic notes were received by the MFR which revealed that the pt was experiencing an increase in seizures prior to the surgery. The pt was admitted to a hosp on (B)(6) 2011 because he was having multiple seizures. The pt had previously been hospitalized for increased seizures in 2008, which may be referenced in MFR report # 1644487-2011-02748. F/u with the neurologist's office revealed that the increase in seizures was not reported to the neurologist. The pt has generator replacement surgery on (B)(6) 2011, and his generator was set to his previous settings per the neurologist's order. The MFR's consultant reported that the pt's vns was not being monitored prior to the replacement surgery. There are no records of his previous vns history. The consultant spoke with the pt's mother, but the relationship of the pt's increase in seizures to pre-vns frequency is unk. No medication changes were noted by the mother. Attempts for additional info have been unsuccessful to date. A review of the in-house programming history for the pt's explanted generator showed that the pt was set at a duty cycle of 58% since 2008. Therefore, it is likely that the pt's device was nearing end of service since the high duty cycle was high and the eri status in (B)(6) 2011 was approximately 1.0 yrs. The generator was received by the MFR, but product analysis has not been completed to date.